Event description:
The customer reported that the system would not boot up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 and ps2 power supplies were replaced, and the real time operating system, system interface and video controller boards and connectors were reseated. The system was then found to be operating as intended.